Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.5555" x 0.1655" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, one side of the fenestrated bipolar forceps instrument snapped off during use. The piece was retrieved from the abdomen during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use. The instrument was not on the tissue when the issue occurred. The surgeon believes the cause of the instrument break was due to instrument collision. The instrument was in use for three hours prior to the breakage. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument was removed during the procedure prior to the breakage and the wrist was straightened. The wrist was also straightened upon final removal of the instrument and no resistance was felt. There was no damage to the cannula. The fragment was grasped and removed laparoscopically. Only one instrument fragment fell inside the patient and was retrieved. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments and no additional procedure was required. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object the instrument is available for return. There are no images of the device or a video recording of the procedure available. Patient information could not be released.